Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed the occurrence of the reported problem. However, it does not indicate a device malfunction. The log showed that the device shut down after multiple "low battery" messages and several "replace battery" message prompts. It's important to mention that the user ignored the low battery/replace battery warnings and continued to perform a 30j test and discharges into a simulator. This report has been closed as user error. The battery used was not available for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.